Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 18-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (11 mg/ml at 0.5819 mg/day) and morphine drug, unknown (6 mg/ml at 0.3174 mg/day) via an implantable pump for unknown indications for use. It was reported that the hcp was calling to get the permanent shutdown code. When asked if there is any issue with the device or therapy, the nurse practitioner (np), stated that she initially didn't think so but after titrating the pump down every single week since (B)(6) 2020, the patient has not once complained of a change in therapy or an increase in her pain. The patient hasn't asked for any non-pump medication as they decreased her dose each week, so np suspects that there is a catheter issue. The caller is not wanting to diagnose or address the catheter issue due to the permanent shutdown request and the patient is not wanting to come in for routine pump maintenance. Additionally, the caller did not have the initial dose the patient was on prior to decreasing her dosing in (B)(6). The pump off code was provided.